Event description:
The customer reported that the device did not detect the paddles. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device did not detect the paddles. There was no report of pt involvement or adverse pt impact. The device was evaluated at philips, and the symptom was confirmed. Replacing the power pca resolved the issue.